Manufacturer narrative:
This supplemental report is being submitted to include additional information received. The evaluation of the event is ongoing. A supplemental report will be submitted, when additional relevant information becomes available.

Event description:
During the endoscopic procedure, the monitor image was misaligned. And the procedure was completed with difficulty. The issue caused a delay in procedures in the queue for approximately 60 minutes. The product was inspected before use with no anomalies. The same device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And it was confirmed, that no image, due to a printed circuit board failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to a defective printed circuit board. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center's receptacle unit was deteriorated, the printed circuit board system failed, and the image was interrupted. There were no reports of patient involvement.